Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge leaked when the user attached the connector outside of the ilet, and the user was instructed that connecting outside the device can cause leakage; the user then replaced the cartridge and completed the supply change successfully and will attach the cartridge to the connector inside the ilet going forward. Symptoms included no reported adverse clinical effects. Outcomes included resolution after supply replacement and correct assembly. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed improper assembly technique as the likely contributor to the leak, consistent with a connection issue at the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user technique.